Event description:
It was reported, diagnostic imaging was performed and dislodgement of the right ventricular (rv) and right atrial (ra) leads was observed. The rv and ra leads were repositioned to resolve the event. The patient was stable.